Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited t-wave over-sensing. No intervention was performed. The condition of the patient was unknown.